Event description:
The customer reports that there was resistance during pushing the swg (spring wire guide) prior to patient use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened arterial catheterization kit for analysis. Visual examination of the ra device assembly revealed the swg tubing assembly was already connected to the needle/catheter assembly. The two subassemblies are not packaged attached. This indicates that the end user attached them after opening the kit. Visual/microscopic examination of the swg inside of the assembly revealed that it kinked and bent near the distal end. No other defects were identified. The returned guide wire was kinked from 13-20 mm from the proximal end. The guide wire outer diameter was measured and was within specification. The returned swg assembly was not able to advance into the needle assembly due to the damage on the guide wire. A lab inventory guide wire/tubing was attached to the introducer needle subassembly involved with this complaint. The guide wire was able to pass through the cannula with little to no resistance. This indicates that the returned swg assembly should have been able to advance into the needle as well. A lab inventory syringe was also able to aspirate and purge water though the needle, indicating that the cannula was free from blockages. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The IFU provided with the kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed." The IFU also informs that "if resistance is encountered during spring-wire guide advancement withdraw entire unit and attempt new puncture". The report that the guide wire was damaged was confirmed through examination of the returned sample. Visual/microscopic examination of the swg inside of the tubing assembly revealed that it was kinked and bent near the distal end. However, the returned swg tubing assembly was already connected to the needle/catheter assembly. The two assemblies are not packaged attached, which indicates that the end user attached them after opening the kit. The returned swg assembly was not able to advance into the needle assembly due to the swg kinks. The cannula and guide wire involved with the complaint passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample returned, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reports that there was resistance during pushing the swg (spring wire guide) prior to patient use.